Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer added insulin to the cartridge and resumed insulin delivery.. There was no adverse impact to the customer's blood glucose level.